Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, an intermittent out of range rv pacing lead impedance measurement was observed. The out of range measurement could not be reproduced in clinic. Patient and lead will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.